Manufacturer narrative:
Batch record review: a review of the lot file for z917 was performed. There was no nonconformances associated with this lot at the time of the event. This lot met all release requirements. A review of complaints received for lot z917 was performed. There were 2 complaints reported for flm leaks to date for this lot. No trends detected. Service order (B)(4) completed: (B)(4) 2013. Pump system side cleaned. Checkout procedure successfully completed. Unit runs at per its specifications. No repairs needed. The assessment is based on info available to at the time of the investigation. No product was returned by the customer for investigation. The root cause cannot be determined based solely on the info provided by the customer. (B)(4).

Event description:
Customer reported a leak from flm during photoactivation. During the last cycle there was a blood leak alarm. Customer verified the centrifuge chamber without removing bowl and there was no leak. Customer did not saline bolus and resumed treatment. During photoactivation, customer realized that fluid was dripping from bottom of flm. Customer could not identify where the leak was originating from. Therakos advised customer to abort the treatment. Service order (B)(4). (Customer reported that the issue occurred on (B)(6). When (B)(4) went on site, he reported that issue had occurred on (B)(6)).